Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: when the gia stapler 80 handed of at end of case it was noted that a small piece of metal was in the kidney dish. A new stapler was looked at and compared and it appeared to be from the handle of the stapler. Upon initial examination of the stapler, the team in the room ensured that the metal piece found in the k-basin was from the stapler and was saved with the stapler for return to covidien for assessment. The pt was closed and discharged to pacu. During the following case, the stapler in use for that procedure was examined and it was noted that in addition to the metal piece which fell out in the previous procedure, there was also a u-shaped plastic piece which was not present at the close of the first procedure. It is unk whether the first stapler was missing the plastic piece at the beginning of the case, or whether it was lost during the case. Dr (B)(6) was informed and ordered an x-ray in pacu. The report on the abdominal x-ray taken in pacu found no definite foreign body. A CT scan was also completed on the same day with the same results. No pt injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No extension of surgical time required. Pt current status reported as recovering. Additional information received via email.